Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera would not connect. The camera was replaced. The system then passed the system checkout and was found to be fully functional. The polaris spectra camera (psu) was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned psu powered up and tracked through the volume without issue. A check of the event log did not reveal any adverse events. The psu also passed an accuracy test (aak) at .23 mm with a passing threshold of .35 mm. There was no failure detected. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while turning on the navigation device before a case, the camera was not powering on. The system was rebooted and the camera came on. There was no patient present when this issue was identified.